Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states last (B)(6) her meter was reading below the 100 mg/dl range and in the low 100s mg/dl range. Customer states because the meter was reading low, she was compensating by eating more sugar and states she was admitted to the hospital on (B)(6) with diabetic ketoacidosis, dka, with blood sugars in the 600's mg/dl range. She was then admitted to the hospital and hospitalized for two days. Customer was treated with IV insulin to bring blood sugars back to normal. Customer states when she arrived at the hospital, the hospital meter read over 600 mg/dl and she tested on her expert meter and it read in the 100 mg/dl range. The readings were taken within 10 minutes. Expert meter and test strips are being returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.